Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had the error code 800.8000. There was no patient involvement.

Event description:
It was reported that the pcu had the error code 800.8000. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Device manufacture date unique identifier (UDI) # additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a1104, a0721. Annex g: g02005, g0200802. Annex b: b01. Annex c: c0201, c10. Annex d: d02, d0108. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that pcu had the error code 800.8000 was confirmed during the log review and replicated during testing. The suspect pcu, during the power-on self-test (post), did not display the error code mentioned by the facility. After 10 minutes of powered on the suspect pcu displayed the system error 255-32784-275. The pcu logic board was temporarily replaced with a known good dchu pcu logic board for testing purposes only. After 24 hours of powered on, the suspect pcu did not replicate the system error 255-32784-275. Preventative maintenance (pm) testing was performed with a provisional known good dchu pcu logic board for testing purposes only, the asm pm task completed successfully without any observed errors or malfunctions. The event date was reported as 11 february 2025; time was not reported. The suspect pcu error log showed thirty-nine (39) error codes 800.8000. The screen was observed to have a damage in the lower right corner of the pcu screen, which does not affect the functionality of the device. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: please replace the pcu logic board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.